Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the serter was not releasing the sensor. Customer reported the sensor was broken after the customer bumped the sensor in the shower. Customer's blood glucose was unknown. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the device for analysis.